Event description:
Per paper by gascoyne, et al., journal of arthroplasty 29 (2014) 2049-2052: allegedly a female patient (B)(6) years old with a bmi of 28.2 at the time of primary surgery, was revised after 2 years for high metal ions.